Event description:
Allergic reaction [hypersensitivity]. Knee effusion [joint effusion]. Case description: spontaneous report received on 25-nov-2008 and 26-nov-2008 from a physician regarding a (B) (6) male patient, (B) (6). The patient had a history of osteoarthritis and previous synvisc treatment. The patient received synvisc injections in unknown knee (s) on (B) (6) 2008, (B) (6) 2008 and (B) (6) 2008. Following both the first and second synvisc injections the patient developed effusions. After the first injection, the physician aspirated 30cc of fluid. After the second injection, the physician aspirated 60cc of fluid. The physician had a culture performed on the 60 ml fluid and it was negative for infection. The patient's bloodwork showed 15% eosinophils, 22% neutrophils and 18% monocytes. The physician was concerned that the high value of eosinophils suggested that the patient had an allergic reaction to synvisc. As of the date of receipt of this report, the patient's outcome was unknown. Additional info was received from the physician on 10-dec-2008. The patient had a greater than 1 year history of mild osteoarthritis with prior knee effusion , joint narrowing and osteophytes. The patient was previously treated with synvisc (lot v0715) and steroids. The patient received injections of synvisc in the right knee on (B) (6) 2008, (B) (6) 2008, and (B) (6) 2008. The reported synvisc lot number was p0822. No effusion was collected prior to the injections on (B) (6) 2008 and (B) (6) 2008, and 37ml was collected prior to the injection on (B) (6) 2008. The pt experienced knee effusions on (B) (6) 2008, and (B) (6) 2008 with 60ml of white, cloudy fluid aspirated on (B) (6) 2008. The lab results of the fluid showed a red blood cell count of 9750/ul and a white blood cell count of 13300/ul. The fluid differential showed neutrophils 22%, lymphocytes 39%, monocytes 18%, eosinophils 15% and other cells 6%. The gram stain of the fluid showed 3+ pmns but no organisms and the culture showed no growth. The pt was believed to have an allergic reaction which began on (B) (6) 2008 and was treated with prednisone on (B) (6) 2008 for 7 days. The physician assessed the events of allergic reaction and knee effusion as probably related to synvisc but also noted the fact that the patient "danced hard" on (B) (6) 2008 may have also been a precipitating event of the symptoms. As of the date of receipt of this report, the pt had recovered on unspecified date(s).